Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ closed IV catheter system when the patient pulled out the catheter at home and put it on the bed her partner felt that the catheter was short. The following day they went to the medical clinic ask if the catheter had broke and slipped into the body. Relevant examinations were carried out and no abnormalities were found. That evening a catheter was found in the bed. The catheter was sent to the hospital for medical staff to verify. It was confirmed that it was the other end of the broken catheter.

Event description:
It was reported that during use of the bd saf-t-intima¿ closed IV catheter system when the patient pulled out the catheter at home and put it on the bed her partner felt that the catheter was short. The following day they went to the medical clinic ask if the catheter had broke and slipped into the body. Relevant examinations were carried out and no abnormalities were found. That evening a catheter was found in the bed. The catheter was sent to the hospital for medical staff to verify. It was confirmed that it was the other end of the broken catheter.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198220. Our records show that this is the only instance of either of these issues occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples submitted clearly displayed damage to both the catheter and extension tubing. The damaged sections were identified as rough and uneven under microscopic inspection, this damage has no known causes in the manufacturing line, nor is it indicative of any known raw material defect. Based on our engineers' observations and the description of events provided by your facility, the root cause for this complaint could not be determined at the conclusion of our review.